Manufacturer narrative:
As of this date the lead has not been returned. If this lead should be returned to our company it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Detailed analysis was performed on this lead by the boston scientific returns analysis lab. The lumen of the lead was found to have been clogged with bodily fluid with damage induced during the explant procedure. The spiral fixation tip of the lead was found to be within specification. As a result, the allegation of lead dislodgement could not be confirmed to have been caused by the physical attributes of the fixation device.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a revision procedure due to lead dislodgement. The lead was explanted and replaced with a competitive product. No additional allegations or adverse patient effects were reported.